Event description:
It was reported that the lead -demonstrated inappropriate ventricular lead function-. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.